Manufacturer narrative:
Results: the embolization coil was detached from the pusher assembly, had a fractured stretch resistant (sr) wire, and was unraveled. Conclusions: evaluation of the returned device revealed the embolization coil was detached from the pusher assembly and had a fractured sr wire. Sr wire fracture typically occurs due to forceful retraction of the ruby coil against resistance, and will likely cause the embolization coil to detach. If the ruby coil is further manipulated after the sr wire becomes fractured, the embolization coil may become unraveled. The ruby coil pusher assembly and introducer sheath, as well as the lantern and non-penumbra diagnostic catheter mentioned in the complaint, were not returned for evaluation. Since these devices and device components were not returned for evaluation, the root cause of the resistance experienced by the physician could not be determined. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00818.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern) during the procedure, while advancing a ruby coil through the lantern, the physician experienced resistance and decided to readjust the ruby coil pusher assembly. Upon readjustment, the physician pulled back both the lantern and the other manufacturer's diagnostic catheter, which caused the ruby coil to unintentionally detach within the diagnostic catheter. The ruby coil and the lantern were then removed from the diagnostic catheter and the procedure was completed using another manufacturer's coils and the same diagnostic catheter. There was no report of an adverse effect to the patient.